Event description:
It was reported that a patient passed away from ventricular fibrillation. The implantable cardioverter defibrillator delivered appropriate therapy; however, it did not convert the ventricular fibrillation rhythm.

Manufacturer narrative:
The reported field event of unable to convert ventricular fibrillation was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.